Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that as the surgeon was sliding the hammer on the last go to remove the oracle implant holder during a direct lateral interbody fusion (dlif) procedure, the knob at the end of the instrument broke. The implant holder was removed successfully. No pieces fell into the patient. Surgeon did not require the instrument after that. There was no delay to the procedure. The system used was oracle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.